Manufacturer narrative:
H10: the field service engineer corrected the time and data and it was interfacing to acis after the correction. The device passed the function checks, and was returned to service. A health hazard evaluation (hhe) was performed and concludes the following: compurecord interfacing engine has a decoding defect that causes data received from approved devices to be missing or incorrect. The potential hazardous situations identified due to this defect include, hazard for delayed patient treatment due to missing data or incorrect data out of bounds and incorrect patient treatment due to incorrect data within bounds. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that in all ot rooms, ge monitors cannot interface to acis. The device was not in use on a patient.